Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse was able to reproduce the autofill failure and replaced the defective purge valve assembly and drive manifold. After replacing the defective parts the iabp passed all functional and safety tests and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6). A getinge field service engineer (fse) evaluated and replaced defective purge valve assembly (d104-00-0026). He also replaced drive manifold (d104-00-0018) during troubleshooting. Unit passed autofill test, verified unit calibration and passes all functional and safety tests per factory specifications. Unit cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0018 sn: (B)(6) drive manifold, pn: 0104-00-0026 sn: (B)(6) purge valve assembly. These parts were received with a reported unit failure message of autofill failure. Performed visual inspection of these parts received and observed blood in purge valve assembly tubing pn: 0104-00-0026 sn: (B)(6) drive manifold looks to be in good condition. Due to blood in tubing the fat dept. Cannot be investigate further for this part with cs300 test fixture. Retaining purge valve assembly in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the purge valve assembly were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Installed the drive manifold into the cs300 test fixture sn (B)(6) and tested to the factory specifications per pn: 0070-00-0689 revision w cs300 service manual. The failure analysis and testing department could not verify the failure message of autofill test fails. Drive manifold passed testing. Sending drive manifold to the supplier for analysis as per procedure 0002-07-d008 rev aq. The non-conformances with the drive manifold were not confirmed. However, the root cause is not confirmed. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 17 mar 2025. Failure analysis received from the supplier for the part pn: 0104-00-0018. Please see attachment. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.